Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "material selection - surface roughness, adhesive strength". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the nurse stated baby should have been rewarmed to 37c at this point, but was 33c. The water was not heating. Confirmed alert 113 (reduced water temperature control). Water temperature was 27.6c. Flow rate was 0.5lpm. Nurse disconnected and reconnected the pad using proper technique (one connection was difficult to disconnect). Flow rate bounces between 0.4lpm and 1.2lpm. Inlet pressure was -7.1psi, circulation pump command was 25 percent. Nurse stated the tubing was looped, but not kinked, twisted or compressed anywhere. Pump hours were 2022. System hours were 2186. Nurse unable to locate a lot number. Mis explained the water was unable to heat if the flow rate was low. Mis suggested replacing the pad. Mis called back 30 minutes later. The doctor decided to allow the baby to rewarm on own. Mis suggested sending device to biomed to check out the heater.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the nurse stated baby should have been rewarmed to 37c at this point, but was 33c. The water was not heating. Confirmed alert 113 (reduced water temperature control). Water temperature was 27.6c. Flow rate was 0.5lpm. Nurse disconnected and reconnected the pad using proper technique (one connection was difficult to disconnect). Flow rate bounces between 0.4lpm and 1.2lpm. Inlet pressure was -7.1psi, circulation pump command was 25 percent. Nurse stated the tubing was looped, but not kinked, twisted or compressed anywhere. Pump hours were 2022. System hours were 2186. Nurse unable to locate a lot number. Mis explained the water was unable to heat if the flow rate was low. Mis suggested replacing the pad. Mis called back 30 minutes later. The doctor decided to allow the baby to rewarm on own. Mis suggested sending device to biomed to check out the heater.